Event description:
During an atrioventricular nodal reentrant tachycardia (avnrt) procedure, it was reported that the patient had a heart block. The case was completed and a temporary pace maker was placed on the patient after the procedure. The patient was stable and under observation.on (B)(6), received additional information requested from bwi representative stating that while performing a slow pathway ablation for avnrt, the patient exhibited non-conducted beats following a series of junctional beats. When radio frequency ablation was terminated, the patient displayed heart block. The physician¿s opinion regarding the causality of this event is a procedure related.

Manufacturer narrative:
The device has been disposed by the customer. Since the lot # was provided, a device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: ez steer coronary sinus, us catalog # bd710fj282rts, lot # 15797360m; carto xp system, us catalog # fg-4700-00, serial # (B)(6), stockert 70 system, us catalog # s7001, serial # (B)(6); (B)(4).